Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Per the initial reporting by the depuy clinical team, no additional information is available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Clinical report states the patient had a cup and head revision for fracture of locking ring and polyethylene liner after 6.1 years in vivo. The patient had their primary tha using a lunsford low profile trispike cup and a monobloc aml stem 27.0 years prior to this event. A cup revision for osteolysis was subsequently performed at outside institution approximately 12 years after the primary tha. The patient subsequently returned to the (B)(6) clinic for a second revision of the cup approximately 4.4 years later and 10.6 years prior to the current event. At the time of this second revision using a solution cup, the polyethylene liner was found to be fractured and the cup demonstrated fibrous fixation. The locking ring used to secure the polyethylene liner in the solution cup subsequently fractured after 4.5 years in vivo and a liner exchange was performed. The locking ring fractured again after 6.1 years in vivo, leading to the current event where a cup revision was performed and a bipolar head was placed on the original monobloc stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.